Manufacturer narrative:
(B)(4). Additional information received: did the patient experience any adverse consequences due to this issue? No. Was tissue pad completely detached from the device? Yes. Or was blade tip broken off of device? Yes. Did broken piece fall into patient and if so, was it retrieved from patient? The broken piece has not been found. Attempts are being made to obtain the following information: did the broken blade tip fall into the patient? Was the broken blade tip found? Did the detached tissue pad fall into the patient? Was the detached tissue pad found? To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Of the 1 device reported, the device has not been received for evaluation. (B)(4).

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for tissue pad detached. These events occurred during use by a healthcare professional.